Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer did not have any more issues after the first surgery and think it was a drape issue. No service on the system has been requested. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, a customer called in during procedure to report that instrument was not recognized on universal surgical manipulator (usm)2, when they were replacing it. When surgery started, all went well. The technical support engineer (tse) checked the logs, and they showed error 31010, pointing to a most likely not properly seated or defective sterile adapter (sa). The tse asked the customer to reseat the sa, making sure the discs initialize properly. The tse also asked her to check for possible drape interference between sa and carriage. Sa engaged properly. The procedure was converted to open with no reported impact to the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter advised that the procedure was converted to open because surgeon became impatient while solving the problem through troubleshooting with technical support, who were called by the reporter. There was no injury to the patient, the patient had a little bit longer scar. The system was inspected prior to use and there were no issues noted during set up of the system. The procedure had been in progress about 90 minutes when the issue occurred. The surgeon believes the fact that during operation they had to change to position of the arms and after that arm number 2 did not recognize instruments at all caused or contributed to the reported system malfunction. There was no impact to the patient due to the system malfunction.